Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device was found to have lost programming due to its cannot hold all programming after 2 days without power from the battery. It was found to be the battery issue. Therefore, the aaa battery must be replaced as soon as possible after the pump gives low battery notification. The cause of the reported problem was traced to user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming. No adverse effects were reported.